Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of experiencing low blood glucose of 44 mg/dl. Customer treated low blood glucose with food. Customer had symptoms of low blood glucose and was taken to the hospital via emergency medical service on (B)(6) 2019 customer reported to have had motor issues as insulin pump was making loud grinding noise during rewind. Troubleshooting was performed and customer reported that drive support cap was flushed. Customer recalls insulin dripping prior to connecting. Customer reported that insulin pump was exposed to body scan at the airport and that insulin pump had been dropped a few times. Insulin pump is expected to return for failure analysis.